Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The ra lead was capped and replaced on 03april2026. The patient was discharged.